Event description:
It was reported by the customer that the io needle bent during a cardiac arrest resuscitation. As soon as the needle made contact with the bone, it bent where the need attaches to the hub. It never actually drilled. This occurred with the blue 25mm tibeal io needle. Placement of humoral head io needle was achieved. Peripheral access was delayed but no injury was reported to the patient or crew.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.